Event description:
During an atrial flutter (afl) and avnrt procedure, pressure issues resulted in the procedure being cancelled. A continuous pressure error was noted. The tubing set was replaced twice, and the adaptor was taken off the front of the device and plugged directly into the pump, but the issue persisted. The pressure adapter was also replaced with no resolution. The afl part of the procedure was completed using the non-abbott pfa system (boston scientific pfa system), but the patient will have to return to complete the avnrt procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One cool point irrigation pump was received for evaluation. The reported pressure issues and continuous pressure error could not be confirmed. A cool point tubing set from current inventory was inserted into the returned cool point pump. During the functional testing fluid flowed through the tubing set with no functional anomalies noted. The flow rate was within the specification. No functional errors or ¿pres¿ alarm was noted during entire testing of the pump. The pump functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.